Event description:
It was reported that there was an unspecified issue with the pump battery that occurred described as a "battery warning". There was no adverse impact to the customer's blood glucose level. The report was made anonymously, and hence no additional information was able to be obtained.